Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with corroded inside the battery tube and scratched case during the visual inspection. The pump recognize the test battery during testing. The pump passed the displacement test, active current measurement and self test. No blank display noted during testing. However, pump received with a high sleep current measurement. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on 05/04/2023 08:32:00.000. Replace battery alert on 05/04/2023 18:03:00.000. Replace battery now alarm on 05/04/2023 18:34:00.000. No battery failed alarm in the pump history noted. Pump was cut open to perform visual inspection and found battery tube connector plugged in properly to j7/pcb 1, however, moisture damage on the pcba 1. Swapping out test boards and case confirms high sleep current measurement is isolated to pcba 1 and battery tube. Customer alleged for blank display and pump was not recognizing the battery was not confirmed. Pump received with a high sleep current measurement due to corroded battery tube and moisture damage pcba 1. Cosmetic damage confirmed on the case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated customer stated blank display and the pump was not recognizing the battery. Troubleshooting was performed and identified battery compartment or spring was damaged or corroded. No harm requiring medical intervention was reported. The customer will discontinue using the device. The device will be returned for analysis.